Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to supra ventricular tachycardia (svt) detection. Analysis of the device memory indicated the device failed to deliver a shock. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Corrected: b5; h6 annex a (therapy withheld removed); h6 annex f (absence of treatment removed); h11 (product event summary). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a syncopal episode three days post-implant of the implantable cardioverter defibrillator (ICD). It was noted that the ICD inappropriately withheld detection of a possible ventricular tachycardia (vt) episode that was misclassified as sinus tachycardia by the device discriminator; however, the device-classified supra ventricular tachycardia (svt) episode would not have met the programmed criteria for arrhythmia therapy had it been detected in the monitored vt zone. Additional information received from the patient's following physician reported the patient expired four days later. The physician also indicated no additional patient complications had occurred as a result of the reported event and noted the patient had entered comfort care soon after.

Event description:
It was reported that the patient had a syncopal episode. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately withheld detection of a possible ventricular tachycardia (vt) episode that was misclassified as sinus tachycardia by the device discriminator. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.